Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self-test. Insulin pump failed to download traces and history files using thump and isolated to electrical board. Software error unknown. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.